Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an unspecified patient implanted with an unspecified device had a history of noise on the right ventricular (rv) and syncope. The patient's physician reported that the patient was scheduled for an unspecified surgical procedure. Technical services discussed reprogramming options for the procedure. Additional information was sought from the local area sales representative, however, no further information was available.